Event description:
A power-on-reset (por) condition was reported on the neurostimulator. A device overdischarge of the device was suspected and was due to pt non-compliance as they had not recharged in over 3 months. Additional info was requested.

Manufacturer narrative:
(B)(4).